Event description:
It was reported to resmed that an astral device displayed an error message (sf150) related to an electro-valve issue. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to a resmed authorized third party service center and an evaluation confirmed the reported complaint. Investigation methods, results, and conclusions are not finalized at this stage. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf150) related to an electro-valve issue. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for evaluation. Review of the device data logs confirmed the reported complaint. The pneumatic block and main circuit board were replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).